Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified damage in the pebax and traces of blood. Initially, it was reported that at the end of the procedure, after removing the qdot catheter from the body, it was noticed that there was blood residue collected inside of the tip of the catheter, between the proximal and distal electrodes. The reporter requested to send the qdot catheter in for analysis. The foreign material (blood residue) issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 28-jun-2024, there was a hole in the pebax exposing the internal components. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 28-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection and microscopic analysis were performed following bwi procedures. Visual analysis revealed a damage in the pebax and traces of blood. Microscopic analysis revealed a hole in the pebax exposing the internal components. A manufacturing record evaluation was performed for the finished device lot number 31290146l, and no internal action related to the reported complaint was found during the review. The pebax issue reported by the customer was confirmed, as a broken pebax was identified during the investigation of the sample received. The potential cause of the hole in the pebax could be related to an unintended manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use contain the following recommendation: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. Follow standard practice for vessel puncture, guidewire insertion, and guiding sheath use and aspiration per its instructions for use. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).